Event description:
Philips received a complaint by the customer on the v60 indicating that it is not staying in standby mode. The system was in clinical use; there was no reported harm to patient/user. The device was removed from service. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer attempted to place the v60 into standby mode with no success. Biomed was advised to complete the pneumatics performance testing. Customer was advised by the rse that the likely failure is the v60 flow sensor assembly. It was confirmed that the device has the high flow therapy option installed with software version 3.00. Customer was advised of software version 3.20 for v60 with the purchased option of hft. The software has the enhancement to zero the flow sensors and would be installed. The manufacturer's field service engineer (fse) updated the software version to 3.20 and performed flow sensor zero calibration. The device passed performance verification tests per philips standards and was returned to service.